Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration alerts on the receiver occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. A global communication tool software test was performed, and it passed sound tests. Wiggle testing was performed and passed. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and was within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.